Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side implant rupture and capsular contracture - baker grade iii. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side implant rupture and capsular contracture - baker grade iii. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a3b, a5, a6, e1, h6.

Event description:
Healthcare professional reported right side implant rupture and capsular contracture baker grade iii. Device has been explanted and replaced with another manufacturer's device.